Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping) appears to be related to patient morphology/pathology. The reported tissue injury and subsequent worsening mitral valve insufficiency/regurgitation (mr) appear to be cascading effects of the reported grasping attempts. Mr and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, grasping of leaflet was unable to be achieved due to poor leaflet tissue integrity. The mr was worsened to grade 4 due to tissue damage. The procedure was terminated with no implantation of clips. The patient underwent surgery due to the leaflet injury. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, grasping of leaflet was unable to be achieved due to poor leaflet tissue integrity. The mr was worsened to grade 4 due to tissue damage. The procedure was terminated with no implantation of clips. The patient underwent surgery due to the leaflet injury. There was no clinically significant delay reported.